Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Concomitant medical product: dtba2d4 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspect of a fracture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stre tching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The inner insulation of the lead developed a breach due to abrasion while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analyst noted the partial lead was returned in segments. The distal segment was returned with a lead removal wire in the distal conductor and with the helix extended. The distal conductor is fracture in vivo at 23 cm. The inner insulation was breached at 23cm due to abrasion. The outer insulation was breached at 23 cm bilumen tubing void. The exposed rv coil is distorted at the proximal end of the coil at 55.2 cm. If information is provided in the future, a supplemental report will be issued.